Manufacturer narrative:
The reagent lot number and expiration date were not provided. Annual preventative maintenance was performed on the analyzer and the customer stated that it resolved the issue. The customer was advised to perform liquid flow cleaning every 15 days as they were not performing it regularly. The root cause of the event was found to be consistent with insufficient customer maintenance. No product problem was identified.

Event description:
There was an allegation of questionable elecsys hiv combi pt results for an unknown number of patient samples on a cobas e 411 analyzer (rack system). The customer alleged that they loaded a new reagent pack onto the analyzer and received "false positive" results. No specific patient sample results were provided.